Event description:
It was reported that a piece of the distal protection device had broken off and remained at the distal end of the stent. A second procedure was performed to place another stent to compress the retained piece between the new stent and the arterial wall. There was no pt effect reported.